Event description:
It is reported that a customer experienced high blood glucose of 535 mg/dl. The customer was treated for the high blood glucose with 5 units of insulin via manual injection. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting but still continued having issues with their insulin pump. The customer did not have the meter on them. The customer was sent a replacement pump and a new reservoir. The old pump was sent back for analysis. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.